Manufacturer narrative:
Investigation conclusion: the customer reported that 10 point of care unit (pcu) keypads needed to be replaced due to unresponsive buttons, device won't power on, turned on by itself and error code 110.6020. Testing performed on the returned keypads found 5 keypads that unexpectedly powered on and the keypad system on light stayed lit, 3 keypads failing to power on with no other keys nonfunctioning, and 2 keypads with various keys not functioning as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external inspection was performed on the (qty 6 printec p/n tc10013664 and qty 4 printec p/n tc10012515) keypads. The keypads were observed to be in good condition with no irregularities observed. During internal inspection, all 10 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks were also found on the traces of the circuit layer on 2 of the 10 keypads. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was provided for investigation.

Event description:
It was reported that 10 point of care unit (pcu) keypads needed to be replaced due to unresponsive buttons, device won't power on, turned on by itself and error code 110.6020.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 10 point of care unit (pcu) keypads needed to be replaced due to unresponsive buttons, device won't power on, turned on by itself and error code 110.6020.